Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple "cartridge change error" messages with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Reportedly, customer has back up manual injections for continued insulin therapy.